Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (393-515 mg/dl) and correction boluses were delivered. The customer had received high bg alerts, but was not addressing them properly or managing diabetes properly. A pump system check was performed and no device issues were identified. The customer placed a new site at the time of the report and resumed insulin therapy.